Event description:
The user facility reported, the housing broke during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention and no adverse consequences were reported.

Manufacturer narrative:
Additional information: d9.

Event description:
The user facility reported, the housing broke during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention and no adverse consequences were reported.